Event description:
In 2008, a company rep reported the pt was having issues with air bubbles in the cartridge of his insulin infusion device. On follow up with pt's wife, she stated on the previous month, she noticed an air bubble formed in the pt's insulin cartridge after the cartridge had been in use for 3 days. She stated the pt uses room temp insulin to fill his cartridges. She said, his blood glucose reading elevated to 426 mg/dl with his recommended reading being 175 mg/dl. Thirst was his only symptom and he corrected his reading by bolusing insulin through his infusion device. She stated this has not occurred again. On follow up with the pt's wife on a week after the original date, she stated that air bubbles have formed again in the cartridge after the cartridge had been in use for 3 days. She stated, the pt uses room temp insulin and stands the infusion device upright while priming. For troubleshooting purposes, the pt was advised to switch to his backup infusion device and the wife was assisted in setting up this device. On two days later, the pt stated he continues to see air bubbles in the cartridge after the third day of use while on his backup infusion device. The pt was advised to switch back to his primary infusion device. A request for additional training was made. On four days later, the pt's wife stated the pt switched to his primary infusion device and opened a new box of cartridges. She stated, his current insulin cartridge has been in use for 4 days and there are no air bubbles present and his blood glucose reading have stayed within his normal range. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.